Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the tfna scr perf l105 tan (part #: 04.038.205s, lot #: 113p060) was received at us cq. Visual inspection showed no defects with the device. Functional test: a functional test was not performed on the returned device as it was returned by itself and the mating devices were not received. Dimensional inspection: drawing: ti tfna fenestrated screw: feature: outer diameter. Measured dimension is conforming. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. Conclusion: the complaint condition was not confirmed for the received device as no defects were observed with the device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.038m205sp, lot number: 113p060, part manufacture date: 12-apr-2021, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 105mm -sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped out for final packaging. This lot met all-dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: 11-may-2021, expiration date: 01-apr-2031, part number: 04.038.205s, tfna fenestrated screw 105mm -sterile, lot number: 127p948 (sterile), lot quantity: (B)(4). Note: fenestrated screw was manufactured by elmira; lot number 113p060. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and was determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) while treating a proximal femoral fracture, the recess of the screw was not in line with the screw. The instrument did not fit on it. This report involves one (1) tfna fenestrated screw 105mm - sterile. This is report 1 of 2 for (B)(4).